Event description:
The customer was found unconscious at 07:22; her boyfriend tested her on the mobile system, and the result was 60 mg/dl. The boyfriend was unable to wake the customer up, and an ambulance was called. The ambulance arrived at 07:45 and the customer was injected with a kit of glucose. She was taken to the hospital; at 09:07 the customer tested 290 mg/dl and received a result of 105 mg/dl on a professional meter. The customer was released from the hospital the same day. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.